Manufacturer narrative:
Product analysis results are: the exact cause of inaccurately delivery leading to unintentional coverage of the right renal artery could not be conclusively determined from the still images provided. The pre-implant films, films during index procedure, and films post index procedure were not provided. It is possible that operator's technique or use environment may have contributed.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.7mm abdominal aortic aneurysm. It was reported that during the index procedure and while deployment of the bifurcation, the physician landed the stent graft approximately 2mm proximal to the desired landing zone. Upon performing a completion angiogram, visualization indicated that the right renal artery was occluded and a renal stent would be required to maintain patency of the renal artery per the physician's statement. The physician performed a cut down on the left arm attempting to cannulate the right renal artery from above using another manufacturer's catheter; however, the physician's attempt was unsuccessful. A 7 french guide wire was then inserted from the groin and the physician was able to cannulate the right renal artery. The artery was then stented with a 6x27mm balloon expandable stent. An angiogram was then performed demonstration patency of the right renal artery. The physician attributed the inaccurate delivery due to user error. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.